Manufacturer narrative:
The customer was sent a new hard drive to resolve the issue.

Event description:
The customer reported that the central nurses station (cns) has a blue screen. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Corrected data: h10: manufacturer narrative. Additional information: f7: type of report. G7: type of report. H2: if follow-up, what type. H6: event problem and evaluation codes. Manufacturer narrative: service performed: a replacement hard disk drive (hdd) was configured and sent to the customer. Nihon kohden tech support assisted the customer in completing the hdd setup after new hdd was received. Investigation result: the root cause was determined to be a defective hdd. From the device information provided, the unit has been in service since 2010, which was over 8 years at time of the reported issue. The failure of the hdd is likely due to wear and tear as, over time, age and use increases the likelihood of parts failures. Per the cns-9701 service manual, the hdd's expected life span is 2 years and the customer is recommended to periodically replace the component. Information of whether this was regularly performed by the customer was not available. The issue was resolved by replacing the hdd and there is no indication of improper/inadequate device design. The device was not in use on a patient and there was no reported patient harm.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) at (B)(6) hospital reported a blue screen on the cns-9701a (mu-971ra sn:(B)(6)). Service requested troubleshooting/assistance in ordering a new hdd. Service performed hard drive configured and sent to the customer. Nk support assisted the customer to complete settings/set up after hard drive was replaced. Investigation result the device was put into service on 02/14/10, which is over 8 years prior to the reported issue. The warranty period ended on 02/14/15. There was a failure of the cns's hdd. Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment and maintenance for the unit. No nka evaluation was performed as the cns/hdd was not returned. Per cns-9701a service manual revision e, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Customer's internal maintenance information for the unit is not available. A review of device history shows no tickets opened for hdd issues or replacement for this unit in its 8 years of service. Issues with the hdd could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual. Nk support assisted customer by sending a new configured hdd and customer was to perform replacement of the hdd internally. Procedure for replacement of the hdd is outlined in the service manual under "hard disk replacement flow" in troubleshooting section and "replacing the hard disk" in disassembly and assembly section. The issue occurred well past device warranty period. Issue was to be resolved by replacing the hdd. There were no further reported issues with the cns. Based on the given information, this issue is not suspected to be caused by deficient design.

Event description:
The customer reported that the central nurses station (cns) has a blue screen. Rebooting the device did not resolve the issue.